Manufacturer narrative:
The inspiratory pressure transducer printed circuit board (pcb) was replaced during on-site troubleshooting and it was returned for investigation. The reported pre-use check failures were reproduced during simulated use testing of the returned pcb in a reference ventilator. Performed pre-use check failed several tests because the measured pressures from inspiratory and expiratory pressure transducers differed too much due to a high measured offset from the inspiratory pressure transducer. The measured offset voltage from the inspiratory pressure transducer had drifted over 7 v from factory default. The allowed limits for the voltage drift are ±300 mv. During ventilation alarms for high continuous pressure, high peep (positive end expiratory pressure), low oxygen concentration, apnea and low respiratory rate were generated. When the pressure sensor was replaced, the returned pcb was re-tested in a reference ventilator and it functioned normally. The conclusion is that the pressure sensor had a high offset drift which affected its functionality. This caused failures in pre-use check and lead to poor ventilation and generation of several clinical alarms. The root cause of the pressure sensor¿s offset drift has not been determined. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. (B)(4).